Event description:
A report was received that the patient developed infection on the lead site which appeared to spread to the battery site. Symptom of infection was redness. The patient was treated with antibiotics. The physician believed that the infection was not due to the device but due to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc- 1132, serial #: (B)(4), description: precision spectra implantable pulse generator.